Event description:
International affiliate reported that a pt presented with a granuloma one month following strabismus surgey. The pt was returned to surgery for suture excision.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.